Event description:
It was reported that during a stenting treatment procedure, the stent partially deployed. The target lesion details are unknown. While advancing the 6x20mm sentinol nitinol biliary stent system over the guide wire, the physician noticed that the stent was partially deployed. He noticed this prior to the device reaching the introducer sheath and therefore remained outside of the patient. The procedure was completed with a different device. As the device did not enter the patient, no patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).